Event description:
Analysis of the returned device revealed that the delivery wire was separated. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual analysis of the returned device revealed that the proximal contact was detached, the main junction was kinked, and the delivery wire was separated just proximal to the main junction. Based on analysis and information available, it is probable that the observed damages occurred during use of the device. Therefore a root cause of operational context has been assigned to this investigation.

Event description:
Analysis of the returned device revealed that the delivery wire was separated. There were no clinical consequences to the patient.